Event description:
In the early morning the nurse at the bedside noticed sparks from the back of the pump that immediately resulted in flames. The nurse immediately (within seconds) unplugged the device (smiths medfusion 4000 syringe pump) from the wall and the fire stopped. The patient was moved and setup on a new set of equipment.======================manufacturer response for syringe pump, medfusion 4000 (per site reporter).======================the manufacturer would like the device sent to them for investigation. The hospital would like to have a third party investigator involved from ecri institute.what was the original intended procedure?drug infusion via syringe pump.